Event description:
Per the audiologist, the pt reported a decline in hearing over the last yr and requested to be reimplanted. Reportedly, twelve yrs ago, one-half of the electrodes in the pt's sound processing program were deactivated due to non-auditory stimulation in the neck. The pt has used the device since that time. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.